Event description:
Medical device failure inamed device ref 45-280 sn (B)(6) 280cc. Extacapsular ruptured silicone breast implant (no trauma) with likely silicone migration that rapidly caused: tachycardia, chest pain, pvc's, fevers (>104), joint & muscle pain, changes in vision, numbness in 1/2 of tongue & bilateral extremities, burning sensation's to skin, headaches, tinnitus, muscle weakness, anxiety, axilla lymph node pain, night sweats, urinary frequency, severe fatigue, facial swelling, orbital swelling, dizziness with presyncope, intractable eye twitching, frequent rashes, nasal congestion, shortness of breath, fluid retention, muscle spasms, significant hair loss, difficulty concentrating. Insomnia. Temperature intolerance, discolored hands and feet, sudden food intolerances, acid reflux, difficulty swallowing, thrush. Currently at this moment I have a fever of 104.5. Plastic surgeon saw me in the office this week (with a fever & all above reported symptoms) in which he gave me a diagnosis of fibromyalgia and sent me home with prescription claritin. Symptoms since onset of silicone rupture have been drastically worsening. Reference report: mw5148533.